Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven and a half (7.5) years post initial procedure, routine follow-up computed tomography angiography scan identified a possible type 3b endoleak. Reintervention has been scheduled. The patient is reported to be stable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the afx bifurcated stent graft is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a small type ii endoleak. These findings were discovered during an examination of the 91month computed tomography. Device, user, or anatomy relatedness of the reported type iiib endoleak could not be determined. Procedure related harms for this adverse event/incident is type ii endoleak. The reported type iiib endoleak is unconfirmed as type ii endoleak (lumbar artery) is in the same area as questionable type iiib endoleak. The final patient status is reported as pending re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B2: outcomes attributed to ae - updated b5: describe event or problem - updated g3: awareness date ¿ updated h6: health effect - impact code - remove code 4614.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven and a half (7.5) years post initial procedure, routine follow-up computed tomography (CT) angiography scan identified a possible type 3b endoleak. Reintervention has been scheduled. The patient is reported to be stable. After the initial report, clinical evaluation also shows reasonable evidence to suggest a small type ii endoleak. These findings were discovered during an examination of the 91month CT. After the follow-up report, additional information was received that successful reintervention was completed with the implant of an afx2 bifurcated stent graft and an afx vela infrarenal. The patient was reported to be stable post procedure.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the afx bifurcated stent graft is unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a small type ii endoleak. These findings were discovered during an examination of the 91month computed tomography. Device, user, or anatomy relatedness of the reported type iiib endoleak could not be determined. Procedure related harms for this adverse event/incident is type ii endoleak. The reported type iiib endoleak is unconfirmed as type ii endoleak (lumbar artery) is in the same area as questionable type iiib endoleak. The final patient status is reported as pending re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven and a half (7.5) years post initial procedure, routine follow-up computed tomography (CT) angiography scan identified a possible type 3b endoleak. Reintervention has been scheduled. The patient is reported to be stable. After the initial report, clinical evaluation also shows reasonable evidence to suggest a small type ii endoleak. These findings were discovered during an examination of the 91month CT.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the afx bifurcated stent graft is unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a small type ii endoleak. These findings were discovered during an examination of the 91month computed tomography. Device, user, or anatomy relatedness of the reported type iiib endoleak could not be determined. Procedure related harms for this adverse event/incident is type ii endoleak. The reported type iiib endoleak is unconfirmed as type ii endoleak (lumbar artery) is in the same area as questionable type iiib endoleak. The patient was reported to be stable post procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.